Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: (B)(4) adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available. Health effect - clinical code - (B)(4) nodule.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. The pediatric patient experienced a skin reaction with infection and a lump on the needle puncture site, which occurred six days after the sensor had been inserted in the upper buttocks. The lump was about 2.5 centimeters and at the time of the report it was just small but much better. A photo of the skin reaction in the complaint record was received. The skin reaction was confirmed, consistent of an infection of the skin on the puncture site, with visible edema and erythema extended beyond the area of exposure. The erythema was covering the entire affected area, and on the insertion site part of the reaction could be observed a well raised edema. On (B)(6) 2023, the patient consulted a physician and oral antibiotics were prescribed; flucloxacillin for 7 days. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.